Event description:
During in-house documentation review of the platform inspection paperwork, processing and shipping 4-legged platforms with improper labelling and authorization to proceed was identified. After review it was found that a total of eight (8) 4 legged unilateral platforms were sent out to customers. Documented mfg and inspection procedures were followed for all the platforms shipped. All the surgeries using the 4 legged unilateral platforms were performed and completed successfully.

Manufacturer narrative:
The 4 legged unilateral platform is a part of a project (pj348) which has not been design transferred. The 4 legged unilateral platform however is complete and ready to be design transferred once project review is complete. Improvements for clarity have been made to the process documentation to enhance the understanding of the product development cycle and design control process to avoid this type of an issue moving forward.